Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc) that resulted in pacing inhibition for greater than 2 seconds of asystole for the patient. Review of x-ray from implant and recent x-ray showed that the lead had dislodged. It was noted that threshold measurements had increased one week post implant and it was suspected that the dislodgement had occurred around that time. An invasive procedure was performed. The lead was surgically abandoned an replaced with an active fix lead. No additional adverse patient effects were reported.